Event description:
I noticed a cora organic cotton tampon (from (B)(6)) that I had used started shredding and coming apart after removing it from my body. I then ran a couple of the tampons under running water and checked to see if they were also shredding. They all seemed to be shredding and pieces of cotton were coming loose so I threw away the rest of the box. FDA safety report ID# (B)(4).